Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to clinic on (B)(6) 2026 and was found to have a staph aureus driveline infection. The patient was started on doxycycline and keflex for 4 weeks. After the end of the antibiotic course, all drainage was resolved. On (B)(6) 2026 the patient returned to clinic with another positive driveline culture for staph aureus and was started on doxycycline again.